Event description:
The customer called reporting that the lh 500 hematology analyzer failed to generate an immature granulocytes band flag for one patient sample. The customer stated that a manual smear was performed and is presented with 50% bands. Erroneous results were reported out of the laboratory and the doctor questioned the results. A corrected report was submitted and there was no patient treatment affected in connection with this event. Additional results for the same patient which were run on (B)(6) 2012 were provided by the customer for comparison. These results were considered correct by the customer. Beckman coulter field service engineer (fse) bleached the flowcell and replaced tubing from mix chamber to flowcell and lower sheath restrictor. Repair was then verified per established procedures. Root cause of the issue is unknown but issue appears to have been resolved by the fse.